Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 50 mg/dl or above. Reportedly, the customer intermittently did not consume the food on time for the intended amount of boluses delivered. Customer consumed carbohydrates to address bg. The customer declined to provide additional information regarding the low bg events.